Event description:
It was reported that at an in-clinic device check, an elevated capture threshold was observed on the right ventricular (rv) lead. An x-ray revealed the rv lead had pulled back from the rv apex. The patient was asymptomatic. Similar electrical results were noted on the day of the revision procedure with intermittent capture. The rv lead was explanted and replaced with no complications. The patient was stable.